Event description:
The customer reported a red x and a therapy knob error message in testing.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.